Event description:
It was reported while using bd smartsite¿ needle-free valve the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: smartsite plastic end (the part that is discarded) with brown marks straight out of packet. Also appears oval in shape.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 19-may-2023 investigation summary: one 2000e7d sample from lot 1024442 was received for investigation of in which the customer has reported brown marks on cap examination of the protective cap confirmed the customer's experience as multiple small marks were noted to be embedded in the cap. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have found that such contamination is likely to have been caused by burnt granules from the raw material that have been embedded into the component wall during the injection molding process. This is a cosmetic defect only and does not affect the functionality or sterility of the product. A review of the production records for 1024442 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature.

Event description:
It was reported while using bd smartsite¿ needle-free valve the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: smartsite plastic end (the part that is discarded) with brown marks straight out of packet. Also appears oval in shape.